Event description:
Customer received result of 17.4 mmol/l on the mobile system, and a result of 8.6 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 207326c, expiration date 09/30/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.